Manufacturer narrative:
Neither valid lot number or product code were reported. Clinical details were quite limited. No product was returned, therefore physical evaluation, full investigation or definitive conclusions were impossible. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use, which includes recommendations, precautionary statements and instructions for proper use of product. If objective evidence or relevant information becomes available to assist with evaluation the complaint will certainly be revisited.

Event description:
It was reported that it was necessary to perform a revision surgery, on (B)(6) 2017, to treat pain in the patient's left shoulder. The event is still ongoing. The patient initial surgery, whose nature is still unknown, was performed on (B)(6) 2017. The patient current condition is unknown.

Event description:
It was reported that patient had a left shoulder pain treated with a revision surgery. The event still ongoing.